Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, size exchange.

Event description:
Healthcare professional reported left side rupture and size exchange. Device has been explanted.

Event description:
Healthcare professional reported, left side rupture. And size exchange. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, opening, red particles on the surface of the shell, crease fold. A microscopic analysis was performed which identified, a sharp edge opening assessed, as unidentified tear opening. A dimension measurement in the shell was performed which identified, the thickness within specification, and also identified, a striated edge opening. Based on the device analysis, the final assessment is: a sharp opening on posterior assessed, as unidentified (tear) opening. A striated edge opening on anterior side assessed, as surgical damage.